Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced a leakage event with an infusion set as the infusion set tubing was leaking at the site. Patient was off the pump until he received the trusteel infusion sets. No further information available.